Event description:
Boston scientific received information that the remote home monitoring system issued alerts for low out of range pacing and low out of range shocking impedance measurements for the right ventricular (rv) lead. It was noted that on that same day, the patient had an av node ablation. Boston scientific technical services (ts) was consulted and discussed that if the daily measurements were gathered during the procedure, noise from the cautery would cause the measurements to be incorrect. The field representative noted that the daily measurements for the three days following the out of range measurement were within normal limits. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.